Event description:
It was reported that the patient had a small wound developing over the top of where the leads go into extensions. The wound was described as a blister-like circle approximately the size of a pencil. It had opened up and produced a scant amount of clear drainage. The physician believed that the wound is likely a suture that may be trying to work its way out through the skin. The physician had cleaned and drained the wound. Upon recent examination, the wound was a mixture of scabbing and scarring and had a purple base. Additional information was received that on the recent follow up, the patients wound was healed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 18016878.

Event description:
It was reported that the patient had a small wound developing over the top of where the leads go into extensions. The wound was described as a blister-like circle approximately the size of a pencil. It had opened up and produced a scant amount of clear drainage. The physician believed that the wound is likely a suture that may be trying to work its way out through the skin. The physician had cleaned and drained the wound. Upon recent examination, the wound was a mixture of scabbing and scarring and had a purple base.